Event description:
The customer called to report motor error and other alarms. Troubleshooting was performed and the insulin pump failed the displacement test. The customer stated that she works near strong magnets. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.